Event description:
It was reported that during a procedure on an unknown date, while placing a reform pedicle screw, the driver tip sheared off. The fractured tip was retrieved from the screw head and the procedure was completed with another driver readily available. No pt injury or delay to the procedure was reported.

Manufacturer narrative:
Engineering evaluation of the returned device noted that the driver fitting did not shear flush with the shoulder of the driver. Instead there is a step-up to the shear several thousandths away from the shoulder. This would indicate that the drive shaft had partially come out of the bone screw drive fitting. It would only be possible for this to occur if the outer secure shaft had come partially unthreaded from the tulip. The outer secure shaft pushes down on the cross-bar of the driver shaft when fully threaded down, which causes the driver shoulder to bottom-out on the bone screw. When this bottoms-out it creates a friction plate with the bone screw head and promotes load sharing across the entire assembly. Review of the reviewing inspection report found that a total of (B)(4) units of this lot were received from the supplier and released for distribution on (B)(4) 2013 with no deviation or anomalies. A two-year review of complaint history did not identify a trend for reports of this nature for this lot. The associated reform pedicle screw system surgical technique gives detailed instructions on the proper assembly of the driver to the pedicle screw. The design will be reviewed to determine if there are any potential modifications, which can be implemented to mitigate this failure mode.